Event description:
The customer stated that, the patient suffered from brain infarct. It was reported that thrombus led to the mild brain infarct and that after the catheter was removed from the patient, the tip was reported to be burnt. The patient condition has been reported as stable.